Manufacturer narrative:
The insulin pump passed the displacement test, sleep current test and active current test. Failed battery test not confirmed. Pump failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Moisture damage was also found on the electronic assembly during visual inspection. No hardware low level failure alarms noted during testing and were not found in the formatted history file. Pump received with corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had failed battery alarm. Customer stated battery cap contacts were not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.